Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the preparation of the diagnostic catheter, the tip of the diagnostic catheter separated from the shaft. The diagnostic catheter was being prepared for the procedure. The physician inserted a guide wire and while advancing the guide wire through the diagnostic catheter, the tip separated from shaft. The device was not used for the procedure.